Event description:
Per the clinic, the patient developed a bacterial infection (biofilm formation) at the implant site. It was also reported that the patient experienced a middle ear infection and mastoid infection. There are plans to explant the device; however, it is unknown whether the explant had occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was administered with IV antibiotics (specific date and duration not reported); however, the infection could be resolved. Subsequently, the patient was explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report. Device analysis report attached.